Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1857 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("a metal coiled medical device is noted protruding from the right fallopian tube remnant") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, tonsillectomy, colposcopy, dysuria, migraine, anemia, uti and menorrhagia. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2906 days after essure insertion, she experienced uterine perforation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered uterine perforation to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to on (B)(6) 2022 from on (B)(6) 2020 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.86 kg/sqm. [Pathology test] on (B)(6) 2022: surgical pathology. Final diagnosis: uterus with bilateral fallopian tubes (hysterectomy and bilateral salpingectomy): uterus weighing 128 grams. Cervix containing several nabothian cysts and showing focal areas of mild acute and chronic cervicitis. Upon careful examination of the cervical sections, no dysplastic or malignant cells are noted. Nonsecretory phase endometrium showing no areas of atypical endometrial hyperplasia. Myometrium containing transmural leiomyoma. Cross sections of left and right fallopian tubes showing no significant histopathology, except for several small benign paratubal cysts. Clinical information other specified irregular menstruation pelvic and perineal pain benign neoplasm of connective and other soft tissue, unspecified. Gross description:a metal coiled medical device is noted protruding from the right fallopian tube remnant and is received disrupted by the surgeon. The right fallopian tube remnant contains an intact coiled medical device, each grossly consistent with an essure coil. [Ultrasound scan vagina] on (B)(6) 2022: us transvaginal non ob uterine comment: essure seen in correct position extending slightly into uterus. Impression- fibroid uterus. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:uterine perforation (B)(6). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. .reporter information added. Medical history & lab data added including pathology test .product indication added. Event uterine perforation added. Non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1857 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.